Event description:
Allegedly the pt felt pain after he had checked out of the hospital. He had dislocated. The modular neck was very easy to uncouple by hand from the stem at the revision surgery. The surgeon wants to know "did the locking mechanism properly function?".

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00755. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. Photographic images were made. (B)(4) - evidence that product in specification when used, undetermined.